Manufacturer narrative:
(B)(4). Eval: cartridge pan dislodged, damaged cartridge, damaged one piece sled. The analysis found that one long60a device was returned in good visual condition and with an ecr60b reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/8. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition the cartridge pan was detached and bent at proximal left end. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, unknown what happened. The only information provided was that the stapler had trouble firing. There were no patient consequences. Case completed with another device of the same product code.